Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Articular surface returned and technical evaluation indicates nicks, gouges, and dings, also dovetail feature is flared and compressed. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. From results obtained from the technical evaluation there is existing signs of compression which is contradicted to the procedure which should be followed for gently articular surface implantation. Therefore, a definitive root cause can be determined as possible user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). ((B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the inner locking groove of prolong implant is abnormal and surgeon was unable to fix it into tibial implant during implanting.